Event description:
The manufacturer received info alleging a ventilator was not holding pressures. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the check left valve was observed. The device's check leaf valve was replaced to address the issue.